Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to blockage being found in the air/water nozzle. The bending rubber adhesive was detached, the bending angle did not meet specification, the plastic distal end cover was shaved, and due to clogging of the nozzle, the air supply volume did not meet the standard value. It was recommended that an angulation adjustment and a distal end rebuild be performed as part of the repair process. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii colonovideoscope, there was no flow of carbon dioxide. The issue was found during preparation for use for a diagnostic procedure. There was no patient harm associated with the event. The device was returned and evaluated, and the air/water nozzle was found to have blockage. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the foreign material noted in the nozzle. There was no information of obvious misuse. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.